Manufacturer narrative:
Investigation summary: as no sample and no photo was returned, a review of past 12 months quality notification was performed. No similar quality notification was raised for the reported defect. Complaint will be reopened when sample is returned. Investigation conclusion: unable to confirm the customer experience as no sample and no photo was returned. Root cause description: the root cause cannot be determined. Rationale: the root cause cannot be determined. Complaint trend would be monitored.

Event description:
It was reported that bd venflon¿ pro safety shielded IV catheter product was defective. This was discovered during use. The following information was provided by the initial reporter: on (B)(6) 2019 at 10:00 a.m., after the successful insertion of the cannula, an event occurred while removing of the trocar, during the application of a venous indwelling cannula, produced by your company. Instead of gliding along as usual, the white plastic protection cap remained on the catheter particle and suddenly I had the cannula with the unsecured tip in my hand. Fortunately, there was no injury. The white plastic protection cap had to be removed separately from the cannula. The packaging of the affected venflon was undamaged and there was no visual damage.